Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had infection. The tip was broken during extraction of the lead and portion of the lead was left in the patient's heart. As per field representative, the lead was discarded and will not be available for return. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.